Event description:
It was reported that the stent was not deployed well, as the stent strut was difficult to visualize under fluoroscopy. An eluvia EU, 6x120, 130 cm was selected for use in the superficial femoral artery (sfa) during the percutaneous angioplasty procedure. The device was advanced to the target lesion in the sfa, but the stent strut was difficult to visualize under fluoroscopy. The stent was deployed and implanted. The procedure was completed with no reported complications to the patient. Following the procedure, the physician reported that the stent was not deployed well.